Manufacturer narrative:
Result of investigation: the suspected component was received by the carefusion failure analysis lab and installed in a known good testing fixture for evaluation. The reported failure was able to be duplicated. After preforming expiratory pressure xdcr calibration and exhalation valve characterization the peep was within specification and recommended values. No further investigation is needed.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine (gde) in order to resolve the reported issue. The device was tested and returned to the customer working to service specifications.

Event description:
The customer reported while using the avea ventilator, it alarmed low peep. The customer reported no patient involvement associated with this event.